Event description:
The facility's biomed reported a failure code 810:04 which occurred during biomed testing. Although attempts were made by baxter, details were not provided regarding add'l contact info, pt demographics, device programming, or medication involved. The hosp rep stated they have no record of any pt incident since the last baxter service event.